Event description:
It was reported that the insulin pump button was unresponsive. Customer stated that she needs to push hard and several times to get the act button to work. Customer's blood glucose was unknown. Customer's current blood glucose was 212 mg/dl. Customer stated that she had two surgeries and was sleeping late due to depression. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.